Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. All buttons functioned properly however, moisture damage was found on the keypad traces during our visual inspection on the keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went to the hospital due to a low blood glucose of 23 mg/dl. The patient's insulin pump buttons were not working either. The customer did not recall any significant events leading to the keypad anomaly. The insulin pump was not returned for analysis.